Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a patient sample when tested on a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined with the limited information provided by the customer. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 4060. The customer did not provide any qc fluid information so it was not possible to make an appropriate assessment of the vitros tropi es reagent performance at the time of the event. Additionally, precision testing of the vitros eciq immunodiagnostic system was not performed, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation contributed to this event, although this could not be confirmed. Email address for contact office is (B)(4).

Event description:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a patient sample when tested on a vitros eciq immunodiagnostic system. Result of 1.23 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The non-reproducible, higher than expected, vitros tropi es patient sample result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).